Event description:
It was reported through a research article that between april 2018 and june 2021, 2,078 patients underwent a mitraclip procedure. Within the two-year follow up, the mitraclip may have caused or contributed to clip detachment and single leaflet device attachment (slda). Additional information is listed in the attached article, titled ¿clinical impact of baseline frailty status and residual mitral regurgitation after transcatheter edge-to- edge repair: insights from the ocean-mitral registry¿.

Manufacturer narrative:
The devices were not returned for analysis. Additionally, a review of the lot history record and the similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Based on the information reviewed and due to limited amount of information available from the article, a cause for the reported slda and expulsion could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. B3: date of event estimated. D4: the UDI is unknown due to the part/lot number was not provided. D6: date of implant estimated. Attachment: article titled ¿clinical impact of baseline frailty status and residual mitral regurgitation after transcatheter edge-to-edge repair: insights from the ocean-mitral registry".